Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched through emergency room due to low blood glucose level. Customer¿s blood glucose level was unknown at the time of hospitalization. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer alleged insulin pump was over delivering the insulin. Customer was assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The customer will discontinue to use the device.